Manufacturer narrative:
The actual complaint product was not available for return. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 25 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2022-00111 for the second report. The lead technologist reported the patient experienced complications following a g tube placement, ¿the avanos t-fasteners were no longer attached to the patient when they returned to the department within 24 hours.¿ the finding was reported to be incidental, ¿probably not related to the complication¿. There was no reported medical intervention or patient injury. Additional information received on 02aug2022 reported the g-tube was placed on (B)(6) 2022. [Upon their return, the facility], to the patient was checked for bleeding and when the disc was released to look at the site all three t-fasteners fell from the skin. The fasteners were intact, but the suture was either broken or released. It did not affect the patient's care/outcome; there was no reported injury.